Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button had normal response. The remainder of the buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the ok button contact was inverted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly cleaned the pump with water and a soft cloth and wore the pump attached to a belt in a case. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.